Event description:
It was reported that during an implant procedure, the steel wire of the right ventricular (rv) lead could not be inserted into the end and could not operate normally. Another rv lead was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of the stylet could not be inserted was not confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion test was performed with a test stylet. The test stylet was able to be advanced and withdraw from the lead without any restriction.